Event description:
According to user facility medwatch report, total knee arthroplasty was performed on 10/28/98. A post-surgical infection required removal of the devices on 11/10/98. Co's information is that the devices were explanted.